Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that during a therapeutic plasma exchange (tpe) procedure the patient developed a serious reaction and had to be shifted to the ICU for further management. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.